Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving m31 air detected in cassette warning messages during drain 2 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and stated there was maybe 2-3 drops in the cassette door near the bottom. The patient stated they would re-setup with supplies and wait for the solution to dry in the cycler before re-setting up. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to re-setup supplies and completed peritoneal dialysis treatment using the cycler on the night of the reported fluid leak event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving m31 air detected in cassette warning messages during drain 2 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The fluid leak did come in contact with the cycler and stated there was maybe 2-3 drops in the cassette door near the bottom. The patient stated they would re-setup with supplies and wait for the solution to dry in the cycler before re-setting up. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient was able to re-setup supplies and completed peritoneal dialysis treatment using the cycler on the night of the reported fluid leak event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.